Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty at t11 and t12 due to melenoma with diffuse bone tumors throughout spine. Intra-op, during balloon inflation, the balloon ruptured. Pressure of the balloon prior to rupture was 350 psi and volume prior to rupture was 2cc. The patient was not allergic to contrast media. The procedure was completed with a new product. There was no delay in overall procedure time; and no patient complications were reported.